Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was loosened after the device delivered shock therapy. The physician evaluated the lead. An attempt to obtain additional information was unsuccessful. The lead remains in service. No adverse patient effects were reported.